Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the regular inspection of cs100 intra aortic balloon pump (iabp), the balloon connection test showed an error message "automatic inflation failure". There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site telephone is (B)(6). E1 event site address is (B)(6). Corrected field : h6 (medical device ¿ problem code, e1(event site telephone ) ) updated fields: b4,e1( event site address , event site city ),g1(contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) on-site inspection of valve group (d104-00-0018) and maintenance kit (d040-00-0147) failure, on-site replacement of spare parts, and all functional and safety tests were performed. All parameter indicators met factory requirements, the failure was repaired, and it can be used clinically.